Event description:
Hcp reported the patient had a neurological deficit of leg paralysis due to cord damage from the intrathecal catheter implant. A follow up report will be sent when add'l information is obtained.